Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59j5f. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/2 and with the lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a left lobectomy, the device was locked out on the pulmonary vein, with an unusual "clack" noise from the device. The device was difficult to unlock with a risk to damage and tear the pulmonary vein and others tissues off. Use of another device to complete the procedure.